Event description:
It was reported that the pt's skin became corrugated after obtaining a graft utilizing the electric dermatome. It was reported that the surgeon felt an abnormal vibration when he used the device. No injury or adverse consequences were reported as a result of this incident.

Manufacturer narrative:
This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.